Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, during the transfemoral tavr procedure, the 23 mm sapien 3 valve was implanted in a 80:20 aortic/ventricular position with +1cc of contrast. Post deployment tee showed mild paravalvular leak (pvl) at two spots. On pod1, repeat tee showed the pvl had increased to +2 pvl. The valve was post dilated with a 22mm loma vista balloon, which reduced the pvl to a grade 1. On pod6, tee showed that pvl increased once again. It was decide to post dilate again in the next couple of days. The patient¿s native annulus had an area that measured 412.9cm². The native annulus had moderate leaflet calcification and moderate root calcification.

Manufacturer narrative:
Additional information provided confirmed the patient¿s valve was post dilated a second time with a 24mm lomavista balloon. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. In this case, the exact cause for the pvl cannot be confirmed. In addition to the procedure itself, patient factors (moderate leaflet calcification, moderate root calcification), may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.